Manufacturer narrative:
Product analysis: the analyzer backup battery terminal was corroded and broken. The analyzer was scrapped. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-07-27: the analyzer was returned as an associated product and subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.